Manufacturer narrative:
Product analysis: as found condition: the solitaire fr stent device was returned for analysis within a shipping box; within a sealed plastic bio-pouch; within an opened solitaire fr inner pouch; within a dispenser coil and within its introducer sheath. Visual inspection/damage location details: the finger marker struts were found aligned within the introducer sheath. No bends or kinks were found with the solitaire fr pusher. No damages were found with the solitaire fr pusher marker coil. The marker band was found damaged. The stent was found to be still attached to the pusher. Upon visual inspection, the attachment zone revealed no electrical etching. The stent's non-working length struts were found damaged. The middle and working length struts were found to be in good condition; however, what appeared to be blood residue was found on the working length struts. Testing/analysis: the solitaire fr stent device was pushed out from within the introducer sheath without issue. Continuity testing was performed on the returned solitaire stent device. The stent was electrically isolated; the detach wire was not electrically isolated which is normal. These results indicate that the stent should be able to detach normally. The detachment test was then performed using an in-house solitaire detachment system and cable set. The stent detachment occurred at 56 seconds. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the stent was found still attached to the pusher. However, no defect was found with the returned solitaire fr stent device that would have contributed to the event. Non-detachment can occur if the cables are connected incorrectly, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and not maintaining saline drip through the microcatheter could contribute to the event. Information regarding if the cables were connected incorrectly, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and if a continuous flush was used were not reported. Therefore, not using a new battery, placing the needle in fat cells, not exposing the detachment zone to blood flow or pulling the microcatheter back too far, and not maintaining a saline drip through the microcatheter could not be ruled out as potential causes. The root cause for the reported event could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery/retrieval¿ and ¿separation¿ was not confirmed as the solitaire was found to be intact. Possible causes of ¿resistance during delivery/retrieval¿ are patient vessel tortuosity and burrs, bumps, kinks, or other damage on stent or pusher. The patient¿s vessel tortuosity was moderate. The marker band and non-working length struts were returned damaged. The root cause for the reported event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a large area of infarction in the left cerebral hemisphere, dsa internal carotid artery occlusion, and icas lesion. The blood flow could not be maintained after removing the thrombus. Tried to detach the stent, but failed for 3 times, and then replaced with solitaire ab and detached successfully. The patient was undergoing surgery for treatment of an ischemic stroke; large-area infarction of the left cerebral hemisphere, multiple cerebral infarctions and softening lesions. The patient's mrs baseline was 5 and during procedure was 5. The nihss score baseline was 21 and 7 post procedure. Tici score baseline was 0 and post procedure was 3. IV tpa was not contraindicated. There was 2 passes with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours. It was reported that the patient had an icas lesion, the blood flow could not be maintained after removing the thrombus, and the fr stent needed to be detached, and the stent could not be detached for a long time during the operation. Separation occurred. The patient had vessel stenosis proximal to the thrombus side. It was unknown if the pushwire was torqued during the procedure. There was friction/difficulty during the procedure. It was unknown if the microcatheter tip covered the stent proximal marker  during retrieval. The stent was removed from the patient. There was no surgical or medicinal intervention required. The physician attempted to detach the stent 3 times. The reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the resistance was in the tip end of the catheter.